Event description:
Customer called stating that both of her elite meters were reading high. Customer had a reading of 595 mg/dl and took insulin. Paramedics had to be called, and they tested her blood glucose at 71 mg/dl. Customer stated that both elite meters gave the same results. Customer had not been using one of the elite meters for some time (model #3901n). The average on the meter she had been using was 414 mg/dl. The last four readings were as follows: 223 mg/dl, 508 mg/dl, 595 mg/dl, and 478 mg/dl. The customer did not have a check strip or any control solution. Customer was offered trade up and customer service was sending contour meter.